Manufacturer narrative:
A040601 added to h6. Corrected data d4 serial number updated/corrected. The investigation is still ongoing.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 66-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was difficulty repositioning the device. The catheter appeared to be pinched or compressed when the button was depressed. Wrinkles were also noted in the rubber of the catheter. After two days on support, the device was exchanged to a new impella 5.5. There was no noted interruption of flow or support for the patient. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 3.5l/min as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details. The cause of the difficult to lock/ unlock was not determined since no product returned and insufficient clinical details were provided. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.